Manufacturer narrative:
Continuation of d10: product ID wr9200; serial# (B)(6) product type recharger correction: the "foreign" box was not checked in section g2 of the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a wireless recharger was returned with no known issues. An in-house failure of the device was found.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), g2: the country of origin is australia. H3: the wireless recharger, model# wr9200 serial# (B)(6), was returned for product analysis. Analysis of the wireless recharger found that the led's scrolled continuously; the device was unresponsive. The flash sector read/write protection bits had become set. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.